Event description:
Device 1 of 4; reference MFR. Report# 1627487-2019-02704, reference MFR. Report# 1627487-2019-02705, reference MFR. Report# 1627487-2019-02706. It was reported the patient underwent surgical intervention wherein the scs system was explanted. Reportedly, the reason for the explant was unknown.

Manufacturer narrative:
(Corrected data): device information was unintendedly excluded in the initial report. This report contains additional information.

Event description:
Device 1 of 4. Reference MFR. Report# 1627487-2019-02704; reference MFR. Report# 1627487-2019-02705; reference MFR. Report# 1627487-2019-02706.